Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was receiving a motor error alarm during rewinding and he later received a motor position encoder error alarm. Customer stated that all of his settings were wiped out. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected reset anomaly was noted. No motor position encoder error alarm could be confirmed due to an overwritten history file. The insulin pump had a constant motor error alarm during the rewind due to a high motor current draw. The functional testing could not be completed due to the alarms. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.